Manufacturer narrative:
There is no reported complaint as this device was returned for asset inspection. The product was returned with no complaint. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Date of event is unknown, additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a cut at pink probe. There was no patient involvement.